Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the amia cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority 30166 (max air exceeded) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during a dwell phase of automated peritoneal dialysis therapy. The hp reported that there was a loose connection between supply line and supply bag. The hp confirmed that they properly tightened the connection and that it just suddenly became loose. Renal therapy services (rts) explained the reason for alarm and assisted in ending therapy. Rts advised the hp to start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.